Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is showing communication loss. The customer also reported that the transmitters that are associated with this org cannot be seen on their remote nurse's station (rns). No harm or injury was reported. .

Event description:
The customer reported that their multiple patient receiver (org) is showing communication loss.